Event description:
Related manufacturer reference number: 2017865-2022-11387. It was reported that a patient presented for a unrelated elective replacement procedure. After the procedure, the patient's right atrial (ra) and right ventricular (rv) leads were found to have dislodged and this was confirmed through fluoroscopy. Both the ra and rv leads exhibited additional malfunctions of high capture thresholds and variations in sensing threshold due to the dislodgement. The ra and rv leads were explanted and replaced on (B)(6) 2022, and both leads were found to have moved to the right. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, high capture threshold, and sensing threshold. As received, a complete lead was returned in one piece for analysis. The reported events of high capture threshold and sensing threshold were not confirmed. Visual inspection and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The measured full helix extension length measured within specification.